Manufacturer narrative:
It was reported that polarcup head/liner inserter (75017089 ) broke during a thr procedure. The device intended for use during treatment was not returned for investigation. A visual inspection could therefore not be conducted and the reported issue not independently be confirmed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch (c75393) in question. Based on available information the root cause cannot be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained device or additional information be received.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the polarcup head/liner inserter broke during a thr procedure, it is not known if the device broke inside the patient. A s+n backup device was available and used to complete the surgery. No surgical delays were reported.